Event description:
It was reported the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent extensive lysis of adhesions, bso and diagnostic laparoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence, extensive intrapelvic adhesions with chronic salpingo-oophoritis. It was reported that following insertion the patient experienced pain, extrusion, infection, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 due to utis, pain and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.